Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced over a 0.35 wire for dilatation. However, during inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.